Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy surgery the vitreotome did not suck and did not cut well. The surgery had to be completed with another cassette. The patient did not experience any harm.